Event description:
It was reported that the pt's hearing performance with the device was very bad since first fitting. A CT scan showed only 2 electrode channels being inserted into the cochlea. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
Not available for this device. The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.